Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6.

Event description:
Healthcare professional reported a patient implanted with strattice about 10 years ago. Patient now has capsule contracture with baker grade 4 in the left side and baker grade 3 in the right side device. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Multiple attempts were made for additional information, including lot numbers, tissue disposition and relevant patient factors; however, to date no additional information has been received. The lot numbers associated with these events remain unknown; therefore, an internal investigation could not be performed. No tissues were returned for evaluation. Based on the reported information, a relationship between the events and strattice tissue cannot be determined. If additional information is received, a follow-up report will be submitted. Without identification of the lot number(s), a relationship to the strattice was not determined. This report concludes our investigation at this time.

Event description:
Healthcare professional reported a patient implanted with strattice about 10 years ago. Patient now has capsule contracture with baker grade 4 in the left side and baker grade 3 in the right side device. Device remains implanted. This record is for the right side.